Event description:
In a literature report, a surgeon presented eleven cases of yag capsulotomy due to posterior capsule opacification following intraocular lens (iol) implant surgery.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause could be identified by the investigation. Not enough information was provided to properly complete an investigation. Attempts to obtain additional information have been made. A completed questionnaire has not been received. Citation: d. Wilkin parke iii, robert a. Sisk, timothy g. Murray. Intraoperative intravitreal triamcinolone decreases macular edema after vitrectomy with phacoemulsification. Clinical ophthalmology (2012) 6:1347-1353. (B)(4).